Event description:
It was reported that the pump¿s display screen began separating from the device, and a replacement ilet was arranged; the issue pertains to loss of or failure to bond involving the display component. Customer care provided support that included issue review supported by review of user-supplied photos and coordination of return and replacement. Investigation of this case revealed a stress-related problem affecting the display assembly consistent with a bonding failure of the component. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.